Event description:
It was reported that the patient was unhappy with the intraocular lens (iol) implanted in both eyes. The patient had ¿trouble¿ upon waking up from surgery and was unable to ¿see much on anything at first with the 1st lens everything had an extension to the border and very blurry.¿ the patient was unable to see far away and had to wear glasses. The patient reported that the doctor advised that the patient's brain was not adapting to the lenses. After a month, the patient was able to see mid-range and close up enough to read, but still difficulty with distance. The patient had an iol exchange in both eyes. Another johnson & johnson iol was implanted as replacement (left eye/os: different model, diu150, different diopter of 14.5, cylinder 1.50; right eye/od: different model, diu150, same diopter, cylinder 1.50). The patient reported that the lens exchange surgery was "horrific," as the lens had to be cut in half in the eye in order to be removed and the patient can now see a bulge/cut on eye which the patient's thinks is scar tissue from the incision on the "outer side." No further information was provided. Through follow-up with the doctor, it was learned that the patient had 20/20 visual acuity in both eyes without correction and j2, but continued to report not being able to see anything. The doctor sent the patient to a retina specialist who reported there were no issues, so the doctor performed the iol exchange for both eyes. The doctor reported that the patient does not have any relevant pre-existing conditions that would be contributing to the issue, however, the patient has narrow angles and previously underwent laser peripheral iridotomy (lpi). There was no patient injury, or surgical or medical interventions required. The doctor confirmed that the patient did not have any scarring in either eye. No further information was provided. This report is for the os event. A separate report is being submitted to capture the od event.

Manufacturer narrative:
Weight, ethnicity: unknown, requested but not provided. Date of event: unknown, information was requested but not provided. The best estimate date is between aug 13, 2021 and nov 5, 2021. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4) insufficient information is to capture the patient¿s report of a ¿bulge/cut¿ on the outer side of the eye. Attempts have been made to obtain suspect product for evaluation; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.